Event description:
It was reported, a patient underwent knee surgery in 2000. The patient developed swelling and redness around the incision site. The patient did not require an additional treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.